Event description:
Reports rec'd of an undocumented number of undocumented incidents of proximal occlusion alarms. The customer states that the proximal occlusion alarms were occurring set-up. The alarms are occurring in the emergency room and coronary care units when a nitroglycerin (ntg) drip was to be initiated. The nitroglycerin was to be infused for pain relief on adult cardiac pts. Unspecified number of the pts were having acute myocardial infarctions. The customer reports there were two incidents on two acute myocardial infarction pts where the ntg drip was delayed up to 30 minutes. The tubing set was changed four times and then the staff used a regular plum tubing set to infuse the ntg drip. The pts pain level did not increase during the delay. Morphine was administered IV to assist with pain relief. The pts condition remained stable. No report of adverse pt effect. Add'l pt info was requested, but no further info was available.